Manufacturer narrative:
Medwatch fields a2 and a3a were updated. On 09-mar-2026, the assays' units of measurement were provided: gamma-glutamyltransferase ver.2 - standardized against ifcc / szasz - u/l. Alanine aminotransferase acc. To ifcc ii (glutamate pyruvate transaminase) - u/l. Aspartate amino transferase (glutamate oxaloacetate transaminase) - u/l. Creatinine jaffe gen.2 - mg/dl. Lactate dehydrogenase acc. Ifcc ver.2 - u/l. Urea/bun - mg/dl. The gamma-glutamyltransferase ver.2 - standardized against ifcc / szasz reagent lot number is 934163, with an expiration date of 31-oct-2026. The alanine aminotransferase acc. To ifcc ii reagent lot number ss 92971801, with an expiration date of 31-dec-2026. This reagent corresponds to glutamate pyruvate transaminase in the initial medwatch. The aspartate amino transferase reagent lot number is 932248, with an expiration date of 31-dec-2026 (glutamate pyruvate transaminase). This reagent corresponds to glutamate oxaloacetate transaminase in the initial medwatch. The creatinine jaffe gen.2 reagent lot number is 919283, with an expiration date of 31-jul-2027. The lactate dehydrogenase acc. Ifcc ver.2 reagent lot number is 929874, with an expiration date of 31-dec-2026. The urea/bun reagent lot number is 927815, with an expiration date of 30-sep-2026. The provided qc and calibrations are within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with gamma-glutamyltransferase ver.2 assay, glutamate pyruvate transaminase assay, glutamate oxaloacetate transaminase assay, creatinine assay, lactate dehydrogenase assay, and urea/bun assay on a cobas c 503 analytical unit. Gamma-glutamyltransferase: initial result: 132. 1st repeat result: 15.7. 2nd repeat result: 132. Glutamate pyruvate transaminase: initial result: >700 (accompanied by a data flag). 1st repeat result: 14.8. 2nd repeat result: >700. 3rd repeat result: 700 (tested by an automatic rerun with dilution). Glutamate oxaloacetate transaminase: initial result: >1124. 1st repeat result: 21.0. 2nd repeat result: 1166. 3rd repeat result: 1389 (tested by an automatic rerun with dilution). Creatinine: initial result: 2.2. 1st repeat result: 0.901. 2nd repeat result: 2.26. Lactate dehydrogenase: initial result: >1864. 1st repeat result: 15.1. 2nd repeat result: 1842. 3rd repeat result: 2027 (tested by an automatic rerun with dilution). Urea/bun: initial result: 74.1. 1st repeat result: 23.1. 2nd repeat result: 71. The units of measurement were not provided. The initial results were obtained from a different cobas module, and they were consistent with the patient's previous results. The sample was repeated, and the 1st repeat results did not match the patient's previous results, prompting the repeat of the sample on a different module. The 2nd repeat results were deemed to be correct as they matched the initial results. A new sample was drawn and tested, resulting in values matching the initial and the 2nd repeat results. No exact values were provided.

Manufacturer narrative:
The gamma-glutamyltransferase, glutamate pyruvate transaminase, glutamate oxaloacetate transaminase, creatinine, lactate dehydrogenase, and urea/bun reagents' lot numbers and expiration dates were not provided. The investigation is ongoing.